Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated pump has crack on corner of screen and pump clock loses time. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was not expected to be returned for analysis.

Manufacturer narrative:
Device received with cracked case at the reservoir tube window corners and cracked reservoir tube window. No frozen screen noted during test and time clock advances properly. (B)(4).